Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized twice due to low blood glucose on (B)(6) 2017. Customer's blood glucose of 28 mg/dl and then 35. Customer reported that blood glucose prior to hospitalization was 600 mg/dl and was treated. After treating, blood glucose dropped to 35 mg/dl and customer was taken to the hospital and was treated and released. Customer was going to the pharmacy and passed out in the parking lot and was taken back to the hospital. The customer experienced symptoms such as sweating. It was reported that low blood glucose was caused by over estimating manual injection. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis as customer believed that insulin pump was working as designed.